Event description:
First filter placed as per protocol with location verified by surgeon using fluroscopy. Under fluroscopy, device wasdeployed. It was immediately apparent the device had not opened. Keeping the original filter under constant fluroscopic observation, a second filter was placed adajacent to the original to hold it. Second filter did not open fully. This may be due to close proximity of first filter.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.